Event description:
It was initially reported to a distributor by a pt that she experienced a fungal keratitis, which the infectious disease department at the attended hospital believes is directly a result of contact lens wear. The infection was reported as life threatening. The pt was treated with antifungal IV medication, which the pt reports has also affected her liver and kidneys, has led to bleed in her esophagus. The pt reports that the antifungal IV medication has also affected her electrolytes and nervous system, resulting in numerous infusion and additional side effects. Enucleation was performed to prevent further infections. She has undergone 4 operations with general anesthesia, 5 operations with local anesthesia, and 9 procedures under numbing as well as endoscopy and vascular access PICC line installations, MRI scans, and x-ray. The pt indicates that three additional operations and necessary prior to being fit with a prosthesis.

Manufacturer narrative:
(B)(4). The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The complaint product was not returned and retain samples were not available in inventory for eval. There was no nonconformity or deviations during the mfg process which related to the nature of the complaint. The root cause could not be determined. (B)(4).